Event description:
The customer reported that the device failed to recognize the battery and that the battery failed to charge.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery and that the battery failed to charge. There was no report of pt involvement. A new battery was shipped to the customer site. We will consider that this resolved the failure. As of (B)(4) 2012 there have been no further issues reported from this customer site.